Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system, non dehp solution sets had a crack/damage at the beginning of the tubing near the drip chamber, which resulted in leakage of the solution (unspecified) to be administered. This occurred prior to patient use. There was no patient involvement. No additional information is available.